Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt the iabp fiber optics are not working. The pt was switched to another iabp and therapy was continued. No pt injury was reported.